Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their health care professional changed the setting on the insulin pump and the customer had woken up to a low blood glucose level of 50 mg/dl. They treated with glucose tablets. The caller declined troubleshooting for the low blood glucose. They were advised to monitor the insulin pump. The device will not return for analysis.